Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine(hc). The technical service representative(tsr) asked the home patient(hp) troubleshooting questions. The hp stated the final bag became disconnected from the hc. The tsr assisted the hp to close the clamps, disconnect, and then cycle power. The hc alarmed system error 2367. The tsr assisted the hp to cycle power. The hc went to "press go to start". The tsr advised the hp to contact their nurse. The home patient(hp) was contacted on (B)(6) 2012. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. The hp also stated that the cause of the bag becoming disconnected is because she didn't tighten the connection all the way. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because there was a loose connection between line and supply bag, which is a use error that can cause system error 2240 alarms. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.